Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number# (B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report. Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction : describe event or problem, unique identifier (UDI) #, medical device serial #, device manufacture date. Additional information : device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the pump was programmed to infuse venofer over 90 minutes per order. The infusion was started at 0812. The nurse returned at 0844 to obtain vital signs. However, it was observed that the bag was "nearly complete" at the time. The infusion completed at 0851 despite the pump being programmed for a 90-minute infusion. The patient was observed for 30 minutes and denied any signs or symptoms of hypersensitivity. There was no harm. The event reportedly occurred on 08 july 2024.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion of venofer. On (B)(6) 2024 at 0812 the clinician programmed venofer to infuse at a rate of ninety (90) minutes. At 0844 the clinician noticed the infusion was nearly complete. At 0851 the infusion was complete. Patient observed for (30) minutes, patient denied hypersensitivity. There was patient involvement but no harm.